Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation was confirmed by visual inspection. There was separation at the proximal end of the proximal spring electrode and the proximal spring was slightly stretched at this point.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to this lead's gore coating was damaged on the proximal end. This physician tried to insert the lead into the sheath, which resulted to gore coating damage. The physician was new to using this product. This lead was never in service. No adverse patient effects were reported.